Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR), once we get more information it will be submitted in the supplemental. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and an internal components exposed issue occurred. During insertion of the lasso catheter for fast anatomical mapping (fam), the physician noted resistance and difficulty maneuvering the lasso catheter. Physician indicated that the catheter was not moving (unspecified). Upon removing the lasso catheter from the patient¿s body, the outer covering of the shaft was noted to be stripped away. Although not confirmed, it was theorized that the lasso catheter may have become caught on the distal portion of the sheath. Lasso catheter was replaced, and the procedure continued. There was no visible electrode damage. However, complaint photo reveals the outer covering of the lasso catheter shaft stripped away above the proximal electrode, revealing internal catheter components. There were no patient consequences. The issue of internal components exposed has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and an internal components exposed issue occurred. On (B)(6)2018, information was received indicating the manufacture date of: (B)(6)2018 and the expiration date of: (B)(6)2021 . Corresponding fields of this report have been updated. The bwi failure analysis lab (fal) received the device for evaluation on (B)(6)2018 and it was discovered that the anchor side of proximal window cracked. These findings confirm the damages that were previously reported. The analysis has begun but is not complete at this time. The device history record (DHR) for the lot number 30018479l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer ref no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a lasso® nav eco variable catheter and an internal components exposed issue occurred. During insertion of the lasso catheter for fast anatomical mapping (fam), the physician noted resistance and difficulty maneuvering the lasso catheter. Physician indicated that the catheter was not moving (unspecified). The investigational analysis completed on 11/20/2018. The device was inspected and the anchor window was found cracked. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine. The t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the anchor window is related to the t bar that slid down since this issue caused stress in that area. The root cause of the t bar that slid down cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer reference no: (B)(4).